Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the mobile power unit (mpu) patient cable was confirmed via visual analysis. The heartmate mobile power unit (serial #: mpu-43088) was returned and serviced by the abbott service depot on 28jul2021. No log files were submitted. It was observed there was green fluid ingress on both the white and black connection locations on the patient cable connector. This fluid ingress caused connection issues and the patient cable was exchanged with a functioning cable and the reported event was resolved. The unit passed all testing after being serviced. The unit was returned to the customer site after servicing. The patient cable was forwarded to the abbott product performance engineering (ppe) lab for further analysis. During further analysis the mpu patient cable was connected to a mock loop and a test system controller. The patient cable had fluid ingress on the connectors; however, this ingress became removed when the pins of the system controller entered the patient cable. A secure connection was able to be made on the patient cable. The patient cable on the test mpu was able to operate the system controller on the mock loop without issue. The observed fluid ingress did not affect the patient cable¿s ability to operate. The root cause of the reported fluid ingress was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 12may2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found "green goo" on the power lead connections of the mobile power unit, causing a difficult connection to the system controller. The mobile power unit was exchanged.